Event description:
User alleges that the endotracheal tube broke inside the patient. The patient coughed up a piece of plastic that fits the hole in the endotracheal tube (murphy eye section). No patient injury reported.